Manufacturer narrative:
Please reference report # 2124215-2023-63458 for the right ventricular (rv) defibrillation lead.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.